Event description:
We have become aware of a potential adverse event while using our medical linear accelerator. The female pt was mistreated in the breast area. The intended target was for +1.5cm x 15cm, but was treated 2 gray with the target shifted to a different field size - 1.5cm by 15.5cm. The system moved to an incorrect field position and the pt was marked. When the treatment plan was accepted, the system detected the incorrect field size and terminated the treatment. However, when the treatment was terminated, the operator failed to perform a quality check (re-mark the pt position) prior to resuming the intended treatment session.

Manufacturer narrative:
After system alerted user and terminated treatment as designed, the user failed to re-mark the pt. Excerpts from our risk analysis report: cause: the system has a typical temporary malfunction if not moving to the correct position right away. The system detects this condition and indicates it graphically on the screen. In addition, the system has various interlocks in place, which will prevent treatment in such a situation. However, the user used this incorrect leak position as a reference to mark the pt skin for subsequent treatment. This action happened beyond the control of the system. The user failed to verify the actual position. Probability c (remote): it is not reasonable to expect that users will not verify the position prior to permanently marking the pt skin for the entire treatment course and in addition, they will not perform any other verification measures (such as imaging). Conclusion/actions: there is no action required from the rmt. The system worked as designed and expected. The user ignored the error conditions indicated by the system.